Manufacturer narrative:
(B)(4). One lf4318 was received for evaluation. Visual inspection found no defects. The device was activated on a simulated tissue with acceptable results and a visual seal effect was observed. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. Manufacturing non-conformance review is not required since the lot number is unknown.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 01/16/2017. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hemicolectomy, the device would not seal properly. An end tone was heard, but the sealing was not adequate. Another generator was tested with the device, but the issue was not resolved. Regular cautery was performed to complete the case. No patient injury resulted.